Event description:
Patient complained of pain where a foley catheter had been inserted. Patient heard a "pop". The nurse pulled gently at catheter which came out with no resistance. Balloon was not present. Part of balloon was later removed in o.r. With cystoscope.